Event description:
A customer reported an issue with their insulin pump during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Ultimately, the customer reverted to an alternate method of insulin therapy.